Event description:
It was reported that this right ventricular (rv) lead was exhibiting cross chamber atrial oversensing and a greater than 2 second pause in therapy occurred. At the time of this episode, the patient felt lightheaded and their device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes and defibrillation threshold (dft) test to confirm sensing. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that an x-ray was performed, but dft testing was not. Subsequently rv sensitivity was increased to prevent oversensing. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting cross chamber atrial oversensing and a greater than 2 second pause in therapy occurred. At the time of this episode, the patient felt lightheaded and their device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes and defibrillation threshold (dft) test to confirm sensing. No additional adverse patient effects were reported. This rv lead remains in service.